Event description:
On (B)(6) 2013, a potential lead break was reported due to high impedance. Attempts for additional information have been unsuccessful. Review of programming history shows that the device was interrogated on (B)(6) 2012.

Manufacturer narrative:
Device failure is suspected but did not lead to a death or serious injury.

Event description:
Additional information was received indicating that the patient had a general anesthetic on (B)(6) 2012 for a procedure. When the high impedance was seen on (B)(6) 2013 during a system diagnostic, the device was disabled. X-rays did not identify any break or pin issue from the available view, but the x-rays will not be provided for review. The patient underwent full revision on (B)(6) 2013, but the explanted devices are not available for return.